Event description:
Information received from the field does not address the patient's clinical status but notes a capture and sensing anomaly. Also reported was that the lead was in the coronary sinus and there was no ventricular function.